Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel right breast implant and a 375cc mentor memorygel left breast implant experienced bilateral breast cyst, local reaction, right side capsular contracture baker grade IV post procedure. Patient experienced nipple discharge causing bilateral pain. As a result, patient had an explantation on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cyst, local reaction . Manufacturer¿s reference number: (B)(4).